Event description:
It was reported that the lead exhibited capture and impedance anomalies, and cardiac perforation was suspected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.